Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for glass breakage was observed. The brownish substance that is seen in the photo is the additive in the tubes that has leaked out due to the tube breakage. The additive turns to a brown color when exposed to air and dries. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced a glass breakage during use. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: damaged liquid outflow.